Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have delivered two shocks and 16 bursts of anti-tachycardia pacing (atp) as inappropriate therapy for an atrial driven rhythm. Technical services (ts) was consulted and reviewed stored data. Ts discussed how it might be an atrial driven rhythm. Additionally, ts noted there was some oversensing of noisy signals but it was isolated and could possibly be caused due to the therapy being delivered, with it ultimately not impacting therapy delivery. Ts recommended further in clinic examination. This device remains in service. No additional adverse patient effects were reported.